Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device disposition is unknown. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered during monthly maude review that the following incident had been reported by a facility: surgeon was utilizing a scorpion when it was noted the tip of the needle broke off. Tip was identified in x-ray. Md decided to leave it in because it would cause more risk to the patient to take it out. Maude report did not contain any facility/reporter name or contact information. Therefore no follow up is possible at time of discovery.